Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed. They found that the site was turning on the image acquisition system (ias) and mobile view station (mvs) then disconnecting them both before the system was in 2d mode causing a firmware mismatch. The manufacturer representative has showed the site the right way to turn the system on with the new software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that when attempting to take a 3d spin with the system, the system continued to say 3d mode disabled navigation connection not ready. The site had confirmed communication between the navigation system and the imaging system. The site rebooted the system numerous times without resolution. The site then stated that when they had booted the system up that morning it had a message on it that stated software version mismatch, they acknowledged it and it didn't reappear after reboot. The health care professional decided to continue the case with the c-arm. Imaging was aborted causing less than an hour delay in the procedure. No impact on patient outcome.